Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/10/2017. During the initial assessment it was discovered that the catheter shaft was cut into two pieces approximately 110 cm from the tip of the catheter. Internal wires and tubings are exposed. Additional information was requested and received on the returned catheter condition. The catheter was intact when it was removed from the patient. The catheter was packaged intact. It is not known why the catheter was cut. The arrow 8fr sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The consequences were ablation related. This returned catheter condition was assessed as not reportable. Also, originally the lot number reported was unknown. However, during the bwi failure analysis lab assessment, the lot # was retrieved as 17681376m. The manufactured date and expiration date have been provided. Therefore, expiration date, manufactured date and unique identifier( UDI) have been populated. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia/supraventricular tachycardia with an ez steer navigational 4 mm catheter. During the procedure, a thermal injury led to the formation of a thrombus in the right coronary artery resulting in st segment elevation and torsades de pointes (polymorphic ventricular tachycardia). Cardioversion x 3, thrombectomy, and right posterolateral coronary artery stent placement was performed. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for recovery from injury and coronary stenting. Patient outcome is stabilized, but the residual effects (unspecified) will remain. Patient has not exhibited any neurological signs or reported any neurological symptoms since the procedure was completed. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. The returned device was visually inspected and the shaft was observed cut near to the handle. Per the condition of the returned catheter, the functionality tests could not be performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia/supraventricular tachycardia with an ez steer navigational 4 mm catheter and suffered a thrombosis (requiring thrombectomy), coronary artery stenosis (requiring stent placement), electrocardiogram st segment elevation, and ventricular tachycardia (requiring cardioversion). During the procedure, a thermal injury led to the formation of a thrombus in the right coronary artery resulting in st segment elevation and torsades de pointes (polymorphic ventricular tachycardia). Cardioversion x 3, thrombectomy, and right posterolateral coronary artery stent placement was performed. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for recovery from injury and coronary stenting. Patient outcome is stabilized, but the residual effects (unspecified) will remain. Patient has not exhibited any neurological signs or reported any neurological symptoms since the procedure was completed. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Generator parameters included temperature target of 55 degrees celsius with cut-off of 95 degrees celsius and impedance of 250 ohms with minimum cut-off of 50 ohms. Generator settings included power minimum of 5 watts with maximum of 52 watts and average of 44 watts; temperature minimum of 35.6 degrees celsius with maximum of 60.5 degrees celsius and average of 51.1 degrees celsius; impedance 117 -118 ohms. There were no errors reported on any bwi equipment during the procedure. There were no issues related to temperature or flow. Saline was used for irrigation. There was no char or coagulum observed. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.